Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial distal release covered stent was to be implanted in the trachea to treat a stenosis during an endotracheal stent implantation under soft microscope procedure performed on (B)(6), 2023. During the procedure, there was difficulty crossing the lesion because the "hose front end was soft". The physician made two attempts to advance the device, but it was unsuccessful, and the distal portion of the stent was partially deployed prematurely. The procedure was completed using another ultraflex tracheobronchial stent. There were no patient complications as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Block h11: an ultraflex tracheobronchial distal release covered stent and delivery system were received for analysis. Visual examination of the returned device found the stent partially deployed and the shaft was kinked. Functional testing was performed by pulling the finger ring, and no resistance was felt. No other problems were noted to the stent and delivery system. The reported events of stent partially deployed can be confirmed. Taking all available information into consideration, the investigation concluded that the reported events and the observed damages were likely due to factors encountered during the procedure. It may be that lesion characteristics, handling of the device and the technique used by the physician (force applied), limited the performance of the device and contributed to the reported events and observed damages. Therefore, a review and analysis of the all the available information indicated that the most probable cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial distal release covered stent was to be implanted in the trachea to treat a stenosis during an endotracheal stent implantation under soft microscope procedure performed on (B)(6) 2023. During the procedure, there was difficulty crossing the lesion because the "hose front end was soft". The physician made two attempts to advance the device, but it was unsuccessful, and the distal portion of the stent was partially deployed prematurely. The procedure was completed using another ultraflex tracheobronchial stent. There were no patient complications as a result of this event.